Event description:
While performing a thoracentesis leaking was noticed in the tubing. Pleural fluid was leaking from the junction where the short and long tubes join. Tubing was aspirated with a 60cc syringe and the leak was confirmed to be at the junction of the short and long tubes.